Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak on their alinity m system. The customer reported an instrument leak of vapor barrier on their alinity m instrument. Liquid had left the footprint of the instrument. The customer turned off the instrument and cleaned the walking area while wearing appropriate personal protective equipment (ppe). A field service engineer (fse) was dispatched. The fse found a leaking vapor barrier reservoir and replaced it. There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.